Manufacturer narrative:
Unit passed self test and displacement test. Unit received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failures confirmed in the pump history due to broken pin 6 trace (sda) on u1 keypad assembly. Software error detected found in the pump history (line number = 5632 and file number = 2005) due to software error. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had audio issue and pump error software error detected. Customer's blood glucose level was 155 mg/dl. Customer was also stated that the pump error was occurred during self test and they were able to clear alarm and finish complete process. Customer run self test on insulin pump and test was ok. The device will be returned for analysis.